Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/31/2016 a medtronic representative, following-up at the site, reported the site performed the repair of the navigation system cart caster. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while they were wheeling their navigation system down the hall, they ran into something and broke off one of the surgeon monitor wheels. No further details regarding the damage were provided. There was no patient present when this issue was identified.